Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported the skin graft was placed on a mesher plate and it did not go through the blades correctly. The graft caught on the uppermost blade. The blades are visibly broken and not aligned. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported that the device was not functioning properly. The customer returned a meshgraft ii device for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated this meshgraft ii. Inspection of the meshgraft ii revealed that the technician noted that there was no problem found. It was also noted that the device calibration was within specifications and the device produced a passing sample graft. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller and cutter. Meshgraft ii was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during initial inspection the technician could not duplicate the reported event. The root cause of the reported event cannot be specifically determined with the provided information since during initial inspection the technician could not duplicate the reported event. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.